Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocars were leaking during the procedure. The procedure was completed with no harm to the patient. Additional information was requested; however, none has been provided to date.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A manufacturing root cause investigation was initiated in 06/2015 to determine root cause. During this investigation, the manufacturer discovered that some valved cannulas had the potential to leak beyond their design specification. Manufacturer has discovered that the increased rate of leaking valves has been correlated to a 100% inspection practice that required valve movement on the trocar blade post assembly. This in-process inspection practice was initiated in 01/2015 in conjunction with the implementation of an automated manufacturing process.

Manufacturer narrative:
A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. The manufacturer internal reference number is: (B)(4).